Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There were no motor error alarms, unexpected no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Event description:
The customer reported via phone call that he was getting a motor error alarm on the insulin pump. Customer's blood glucose was 201 mg/dl at the time of the incident. Customer stated that he has not checked his blood glucose after the motor error. Customer's blood glucose was reported to be 400 mg/dl. Customer stated that the alarm happened during lunch today and that he already rewound the pump. It was found that the customer had more than one motor error alarm within the last 30 days, which was found in the alarm history. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.